Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and cine drives were reformatted, and the nodes were erased. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.